Manufacturer narrative:
(B)(4).

Event description:
The pt was unable to adjust stimulation. The programmer displayed the 'call your doctor icon.' The implantable neurostimulator was in a power on reset condition. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.